Manufacturer narrative:
This event occurred from may 06, 2022 to june 22, 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was observed in two (2) units of 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified at the hospital prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to e1: initial reporter city: seoul (previously submitted as ni) additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured form july 15, 2021 - july 19, 2021. H10: the actual devices were not available; however, two (2) companion samples were received for evaluation. Unaided visual inspection along with magnification with the fill port caps removed did not identify any abnormalities that could have contributed to the reported condition. No foreign material was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.